Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had said that two years ago they had emergency medical services respond to customer's work for a low blood glucose level of 26mg/dl. It was reported that the customer blacked out. The customer declined to speak to the help line. No further information provided.